Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare provider reported a left side "infection, switched to free flap reconstruction". Additionally healthcare provider reported "left has deflated appearance but soft". Healthcare provider reported a left side capsular contracture baker grade ii. The device has been explanted.